Event description:
Implant failed due to fracture at placement.

Event description:
Implant failed due to fracture at placement. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to fracture at placement. The original decision was reported on the vmsr. However, a second review indicates that this complaint is a serious injury.